Event description:
The recipient was prescribed antibiotics. Advanced bionics is in the process of gathering more info. Once more info is obtained a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly fell develope a hematoma and ecchymosis at the implant site. On (B)(6), 2015, the recipient had a needle drainage and the culture results were negative. The recipient was hospitalized on (B)(6), 2015. On (B)(6) 2015, the recipient developed accumulation of fluid at the implant site and middle ear. The recipient was treated with incision and drainage and tympanostomy tube placement. The recipient was prescribed ciprofloxacin and clindamycin for 4 weeks. After completing the antibiotics, the swelling returned and the recipient was explanted. The recipient continues to have otorrhea.

Manufacturer narrative:
(B)(4). It was reported the recipient's otorrhea was clear.

Manufacturer narrative:
The recipient's medical issues have reportedly resolved.this is the final report.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.